Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. Patient reported their blood glucose was 35 mg/dl. Patient stated they had symptoms that caused pt to "weave back and forth". Patient called doctor and went to the emergency room. Patient was treated with insulin. Patient reported their meter was also giving pt a redo check message. Attempts to contact the patient have failed. No further information has been reported.